Event description:
Customer reported blood glucose results of 399 mg/dl, 170 mg/dl, and "a number close to 170" mg/dl on the advantage/voicemate system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.